Event description:
The ventilator spontaneously powered down and powered back up while on a patient. There was no adverse outcome to the patient. The ventilator was pulled from service and another was placed on the patient. The ventilator was serviced by biomedical engineer who reported that the settings on the vent were checked and noted. The alert log was checked and there was one alert recorded for the day and time on the report. The error was 05021 which indicates a software error. The biomedical engineer contacted the manufacturer's technical support department and was told no further information on the error code. The time was off by one hour and this was corrected. The oxygen needed calibration and this was done. The unit ran for 96 hours with no problems noted and so was returned to service.